Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the 2600 system had a saturation fault error message during a case. No pt injury was reported.